Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacturer for evaluation. Testing found that when attached to a known operational instrument tracker, the probe returned a good geometry error, though a high divot error due to the bent of the instrument tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the cervical probe was bent at the tip. It was reported that the damage prevented use of the instrument. There was no patient present when this issue was identified. Subsequent procedures were completed without the probe.